Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that printer preference settings reset after reboot or restart. A technical support specialist (tss) disconnected the zebra printer and uninstalled the existing drivers. The printer and preloaded drivers were completely removed, and the device was rebooted. Tss then reconnected the printer, verified the successful application of zebra settings through logs, and validated functionality by testing the printer after logging back into the system. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es users observed during training and pre go live that printer preferences were repeatedly resetting, causing misprints. Despite resetting configurations across all devices, the issue persisted and was found to occur after station reboots. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.